Manufacturer narrative:
Device was returned for evaluation. Date of product return has been corrected. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the customer¿s complaint of "the perforator didn¿t stop and hurts the dura" was not verified. This perforator met functional test acceptance requirements; proper engagement and disengagement was achieved with every drill hole and there was no erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The perforator didn¿t stop and hurts the dura.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.